Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported following a trial procedure on (B)(6) 2022 the patient was transported to the hospital due to low oxygen levels. The patient was discharged the following day.